Event description:
During a standard inspection of a customer returned asset, no image due to defective unit cable was noticed. The customer did not report any problems associated with the device and no patient involvement, no harm or user injury reported to olympus.

Manufacturer narrative:
The device was returned and during a standard inhouse inspection and evaluation of the device, no image due to defective unit cable was found. The faulty parts were replaced. The device was inspected and passed olympus functional standards the investigation is ongoing; therefore, the root cause of the device problem cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 yeas since the subject device was manufactured. Based on the results of the investigation, it is likely that the image did not appear due to the cable unit failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 10-nov-2021.investigation activities have been opened to manage the actions related to this report and any required MDR reporting.